Event description:
Based on the patient's self-report, he generally fell approximately 1-2 times a month while he was on standard of care dbs treatment. During the week of (B)(6) 2023 while the patient was in the double-blinded testing phase, the patient and the study investigators were blinded to the assigned treatment group (continuous dbs vs adaptive dbs), the patient reported he had fallen 3 times that week. While temporary worsening of usual movement disorders symptoms related to brain recording and adaptive dbs was already listed in the study consent as a possible risk and side effect, the frequency of the occurrence was higher than expected.